Event description:
It was reported that the customer was hospitalized for dka and infections. The set was not changed. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Instructed the customer to change the site and use manual injections per md protocol.